Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
"Instrument broke down during surgery. Replacement device was used to complete the surgery."

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a cutting edge impactor was reported. The event was confirmed via evaluation of the provided photograph of the device. Method & results: product evaluation and results: the reported device was not returned; however, a photograph was provided for review. The photograph shows what appears to be fragments of the device has fractured off. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the product history records indicate products were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the reported device was not returned; however, a photograph was provided for review. The photograph shows what appears to be fragments of the device has fractured off. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device is needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
"Instrument broke down during surgery. Replacement device was used to complete the surgery."